Event description:
As soon as I got the procedure, I started having problems, pain, bleeding for five months, headaches, abdominal cramping, bloating and a lot of hair loss. Yesterday morning, I went to use the bathroom and noticed a piece of the spring on my toilet paper after I wiped. That whole day, I had horrible bleeding and cramping. I went to the e.r and they did blood work and x ray's. When my results came back, they showed that both springs are out of place. One is high above one tube and the other is broken into two pieces inside my uterus... Not including the piece that already came out. (B)(4).